Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high,out-of-range pacing impedance spikes were noted on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). With isometrics, noise was present on the shock channel electrogram. An subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and this device and the associated rv lead were surgically abandoned. No adverse patient effects were reported.